Event description:
It was reported the rear case was damaged. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) battery release, release spring, battery drawer, battery flex, and heart lead flex are contaminated. Upper case is contaminated and broken. Side bail covers and ring cover are broken. Lower case is damaged (broken) and contaminated. One side bail and ring are missing.